Event description:
The manufacturer received a bravo ph monitor that appeared to have attached to the patient's esophagus but didn't deploy from the delivery system. The system was returned with the capsule still attached to part of the plunger were missing. The capsule trocar needle was advanced and blood tissue were present. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not possible as the complete system was not returned.